Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a drug eluting stenting treatment procedure, foreshortening occurred. The vascular access site was radial. The eccentric and de novo target lesion was located in the non-calcified and non-tortuous left anterior descending (lad) artery and extended across a septal and the diagonal (dx). The lesion length was 18mm and the vessel diameter was 3.0mm. A 6fr jl4 guide catheter along with an unspecified 0.014 guide wire were advanced to the lesion. The lesion was pre-dilated with an apex 2.5x15mm balloon. An unspecified promus element stent was implanted in the lad across a septal and dx. Post-dilatation of the stent was performed using a kissing balloon technique. After post-dilatation it appeared the stent had shortened by "several" millimeters and ended up distal to the branches. No patient complications were reported and the patient status was reported as ok.